Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, physician deployed device, and used more force on the blue tube than necessary, he felt the collagen move into the vessel, and pulsatile flow came out of the groin. He held pressure, took a post shot and saw that there was slow distal flow, he was able to go up and over with a balloon and then used two 7mm x 29 and 7mm x 19 to stent the cfa and sfa vessel. Patient achieved hemostasis once completed, with some extravasation in the vessel.

Manufacturer narrative:
Two cds were returned for review. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the right common femoral artery. Ultrasound and micropuncture were utilized to gain a central positioned access. The arteriotomy was 6.2 x 7.6mm, no calcification or tortuosity. During deployment, the physician used more force than required when sliding the blue lock advancement tube down the suture to advance the radiopaque lock and secure the implant; and felt the collagen deploying into the vessel. Pulsatile flow was exiting the groin area. Manual pressure was held, and a post angiogram revealed a distal slow flow. The physician applied contralateral balloon inflations and deployed a viabahn stent in the common femoral artery and deployed a covered stent in the superficial femoral artery. Some extravasation was present in the vessel, and hemostasis was eventually achieved. The cause of the pulsatile flow exiting the groin area is likely due to the gray indicator band on the blue lock advancement tube was not in correct position and is an indication that the lock had not fully advanced on top of the collagen, due to improperly securing the implant. The root cause of the occluded flow is likely due to the collagen being deployed into the vessel due to the added force applied while advancing the lock advancement tube to secure the implant. Twenty-two days post procedure the patient presented back in the vascular surgeon's office for a checkup whereas the groin appeared infected and presented with old blood on the access site and puss exiting from the site. The surgeon scheduled exploratory surgery of the femoral artery that afternoon. During the surgery the surgeon explanted the manta device and noted the viabahn stents should not have been used in the femoral artery and profunda and needed to be removed and the femoral and profunda need to be repaired. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: infection at the puncture site which may require antibiotics or extended hospitalization. In step 5 of deploying device and sealing puncture states lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard. Relax upward tension on the manta closure handle. Slide the blue lock advancement tube up the suture and out of the puncture tract. Observe the puncture site and confirm hemostasis. If pulsatile arterial bleeding (greater than subcutaneous oozing) persists, advance the blue lock advancement tube a second time after achieving green/yellow tension on the manta handle. If bleeding is non-pulsatile, do not perform a second lock advancement. Apply manual pressure to facilitate hemostasis. With tension removed, a visible gray indicator band at the proximal tip of the delivery tube will confirm the radiopaque lock is fully advanced and collagen is compacted.

Event description:
Additional information on (B)(6) 2022: the sales representative learned that this patient had to go back into the or on (B)(6) 2022 to remove the manta closure unit. The vascular surgeon,, said that the device was removed because the groin looked like it was becoming infected, and the profunda was stented and needed to fix that. Additional information on (B)(6) 2022: patient came back for a check up with md and access site looked infected, surgery was scheduled that afternoon for an exploration of the femoral artery. It was reported that the covered stents were taken out, the vascular surgeon said that these types of stents shouldn't have been used in femoral artery and profunda and needed to fix it. The vascular surgeon said there was old blood on the access site and said she saw some puss from the groin.